Event description:
The customer reported that her husband's blood glucose reached 476 mg/dl less than 24 hrs after the pod was activated and he gave himself a bolus of 12.50 units of insulin. The adhesive pad was wet and there was insulin noted on his skin. Upon removal, he noticed the cannula was bent and it was no longer inserted into his skin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hypoglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.